Manufacturer narrative:
Only the cable bundle from the panel to the rack was returned. The cause of the event could not be confirmed.

Event description:
It was reported during setup prior to the procedure, it was noticed there was no light from the laser fiber in the portable connector module (pcm). Upon checking the fiber on the panel, the fiber was noted to be burned and melted where it connects to the panel. The patient was not impacted due to this event; however, the procedure was ultimately cancelled due to issues with the MRI scanner not working properly.